Event description:
It was reported the patient had a loss of therapeutic effect. The night prior to report their right leg was shaking around and they had trouble moving on the day of report. The issue began the night prior. She was able to adjust the amplitude, but they had a hard time reading the implantable neurostimulator (ins) on the right side. Both inss showed ¿on and ok¿ when they were able to communicate on the day of report. They had been reprogrammed the week prior to report and tried to pull up the session to show her daughter the day prior and that was when they noticed the issue. The implant showed 2.0v and no letter was attached. Initially the patient saw 2.4v and no letter associated with the right implant and later they saw 2.0v and no letter. When she would scroll over to the right when on the bottom row, they saw a doctor, a check mark, and an arrow which pointed at the amplitude icon. The other ins on the left showed the letter a and 2.20v to the right of it which was what she¿d always had. She felt she should have a letter ¿a¿ appearing on both sides and not just the left implant. They had no trouble communicating with the left side. They had trouble communicating with the right implant. They did not use an antenna and they held the programmer over the skin. She hadn¿t noticed any changes with the ins pocket site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0l9z1, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0kxfc, implanted: (B)(6) 2014, product type: lead. (B)(4).